Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to elective replacement indicator (eri). After downloading the product code, normal function ensued. No information was received from the field regarding the device settings.